Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. A replacement cable was sent to customer. There was no adverse impact to customer¿s blood glucose level.